Manufacturer narrative:
After a successful bsm injection, the cannula was left in the femur while post injection scope was performed while the accufill was setting. The cannula was attempted to be removed using a standard power driven wire driver; however, the stylus came out, leaving the cannula behind. The stylus would not reengage, so the cannula was removed manually. In doing so, the tip of the cannula had snapped off and remained in the patient's medial condyle. It was decided to leave the tip in the patient. The cannula was returned and will be investigated as a part of this event. A supplemental report will be submitted upon the completion of the investigation.

Event description:
Reamer snapped off in medial condyle and irretrievable

Manufacturer narrative:
The cannula was returned and reviewed as a part of the investigation. During the surgery, the knee was manipulated during the scope at this time which is contrary to the surgical technique and may have placed an undesirable bending stress on the cannula. Per the accuport IFU, ¿do not bend or exert unnecessary force on cannula during insertion to avoid damaged or broken cannula. Do not attempt to redirect cannula while in bone. Remove the cannula from the bone and redirect to the desired trajectory through the same opening. Avoid creating additional channel to reduce extravasation.¿ the delivery of bsm was successful, and the broken tip of the cannula remains in the patient.

Event description:
Reamer snapped off in medial chondyle and irretrievable.